Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspections showed one lens haptic/loop was observed to be distorted. The lens was inspected at 10x microscope magnification. Loose particles were observed on the sample compatible with handling the lens out of the sterile environment. Residue of viscoelastic (ovd) was detected. The sample was observed with the characteristic of silicone material and lens part has frosted edge which is typical in silicone lenses z9002. The condition observed in the lens is consistent with a lens that has been explant during same surgical procedure. The investigation results do not suggest that the complaint lens reported has been affected by the manufacturing process. Condition observed in the lens is related to lens that has been improperly loaded into cartridge. Manufacturing records were reviewed. All process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during implantation of a z900200190 intraocular lens (iol) both haptics were broken off and the lens was left in the loader while the doctor was trying to insert another lens. The report indicated that the patient required a vitrectomy and an incision enlargement. The report further indicated that the event was related to user error.